Manufacturer narrative:
Main investigation conclusion: evaluation of the submitted log file confirmed the reported low speed events; however, a specific cause for these events cannot be conclusively determined. The submitted log file contained data spanning from (B)(6) 2021 22:10:21 to (B)(6) 2021 12:55:21, per the timestamp. Throughout the captured data, 11 low speed operations were captured on (B)(6) 2021 while the patient was supported by the mpu. Pump speed dropped to as low as 4620 rpms on (B)(6) 2021 at 06:09:11. A power elevation of 9.3 watts was also captured directly after the low-speed operation on (B)(6) 2021. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed and power elevation events cannot be conclusively determined. The submitted x-ray images of the internal and external portions of the patient¿s driveline appeared unremarkable. One area of the driveline near the distal end bend relief appeared thin, however, this is not uncommon and does not confirm wire damage. It was reported that the patient had a low-speed operation while on the mobile power unit (mpu). The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 10may2013. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low pump speeds while on the mobile power unit (mpu). The patient was given an ungrounded cable/ power module (pm). A review of the log file revealed very intermittent low-speed event on (B)(6) 2021. These all occurred on the mpu and look to have been a short to shield issue with the driveline. Additional information reveal worn area of the driveline by the distal end bend relief that looks "thin".